Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the lead incision site. The physician stated that there was hernia in the fascia causing the suture sleeves and leads to migrate superficially, which caused local pain at the lead incision site. The physician believed that the hernia was not device related and it was unknown what caused it. The patient underwent a lead revision procedure wherein the leads were buried under the muscle. The patient was reportedly doing well postoperatively.